Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgery was a posterior spine surgery. There was a few minute delay. The issue was resolved when the site pushed a pin in. Medtronic imaging was not aborted.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that they were unable to close the gantry door. There was no reported impact to patient outcome.